Event description:
It was reported, the customer had low blood glucose. Customer's blood glucose was 47 mg/dl. The customer treated their low blood glucose with glucose tablets. The customer declined to troubleshoot for their low blood glucose. No additional information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.